Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) experienced communication loss at central nurse's station (cns) for 24 tele devices, and error lights were intermittently flashing. They were able to see working devices on the cns meaning that the cns itself was not the source of the communication loss. After unsuccessfully troubleshooting the issue, it was decided that the org should be brought in for repair. The device has been received and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the org: cns: model #: pu-621ra, sn: (B)(4). Transmitters: model #: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) experienced communication loss at central nurse's station (cns) for 24 tele devices, and error lights were intermittently flashing.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) experienced communication loss at central nurse's station (cns) for 24 tele devices, and error lights were intermittently flashing.

Manufacturer narrative:
Details of complaint: the customer reported that an org-9110a unit experienced communication loss at the cns (pu-621ra sn: (B)(6) ) for 24 tele devices and the error lights were intermittently flashing. The customer was able to see working devices on the cns, meaning that the cns itself was not the source of the communication loss. Service requested / performed: after unsuccessfully troubleshooting the issue, the org was sent in for repair. A loaner unit, org-9110a sn:(B)(6), was also sent to the customer. Risk assessment: severity: if the reported malfunction were to recur and patient monitoring were to be interrupted, the reported event would likely cause or contribute to death or serious injury, should a patient event be missed. Investigation summary: the root cause of the communication loss was determined to be corrupted software, which was restored by the nk repair center. The issue was resolved, and the device operates to the manufacturer specifications. Although the severity was moderate given that the malfunction occurred while in patient use, the probability of the malfunction recurring is remote. The risk assessment determined the issue poses a medium risk. Therefore, the reported issue does not require further investigation through the CAPA process. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: pu-621ra sn: (B)(6). Transmitters: model #: ni sn: ni.